Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high, out of range pace impedances and loss of capture (loc). A lead fracture was suspected. The patient underwent a lead revision where the lead and device were explanted. There were no adverse patient effects reported. The hospital retained possession of the products.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 304 millimeters (mm) from the terminal pin. Two segments were returned totaling a length of 900 mm. It appeared that the whole lead was returned. Laser extraction damage was noted in multiple places. Calcification with tissue was noted on the lead body in several places. The returned portions of the lead were determined to have been electrically continuous. An x-ray of the lead segments showed no issues outside of the calcification is several places.

Event description:
Subsequently the lead was returned for analysis.